Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges that her chair would not stop on a ramp allegedly causing her left hand to get stuck under the railing.

Manufacturer narrative:
A pride rep evaluated the device in the field. The device is working properly.

Event description:
Consumer alleges that her chair would not stop on a ramp allegedly causing her left hand to get stuck under the railing.